Event description:
It was reported pt underwent laser lead extraction due to fracture of the left lv lead at the insertion of the epicardial level in the adaptor. Patient had been experiencing excitation of left pectoral area. Device failed (e.g. Broke, couldn't get it to work or stopped working). The event occurred in 2006; filed a medwatch report (mwr) on 06/02/06; guidant was notified of event on 06/19/06; oscor was notified of event on 08/09/06. Guidant per oscor's request, provided a copy of the mwr 08/15/06; oscor signed an agreement 08/22/06 to obtain adaptor. Received pacemaker on 08/28/06, sent it back on 08/31/06. Received the adaptor on 09/08/06.

Manufacturer narrative:
Subsequent to FDA letter of 05/26/06 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to 03/2007. Adaptor received with a lead connector inserted and severed with several coil filars protruding; receptacle was tied up tightly with suture. Both the adaptor screws were unscrewed using a duplicate hex screwdriver, the suture was cut off and lead connector pulled out of adaptor. The lead connector was found dented where the first screw was fixed, which might be the contributing factor to the lead failure. The dent in the connector shows that the adaptor screw was over tightened, more than 1/2 turn as indicated in physician's manual. Electrical continuity was confirmed on the adaptor. No manufacturing defects were found. The dent found in the lead connector that was inserted in the adaptor indicates the adaptor screw was over tightened during implantation while the physician manual instructs not to turn the screw more than 1/2 turn and this might have contributed to the lead failure. The adaptor was in specifications and no manufacturing defects were found.